Event description:
A report was received that the pt was experiencing discomfort at the pocket site where the leads attached to the ipg. The pt underwent a pocket revision procedure where the physician adjusted the angle at which the leads entered the pocket.